Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette during peritoneal dialysis therapy without an alarm. This event occurred during fill one of five while the patient was connected. The patient noticed the gaps of air in the patient line. There was nothing unusual noted with the supplies or the setup that could have caused or contributed to the alarm. The technical service representative assisted the patient in ending therapy. The patient was to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.